Manufacturer narrative:
The insulin pump passed the functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. However, the insulin pump was returned for software error detected. Format history file analysis confirmed software error detected due to software error. Power management parameters graph confirmed the unloaded voltage and loaded voltage were within the specification range. No unexpected power system error alarm noted during our testing. However, power system error alarm, failed battery and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was running from 200 mg/dl to 300 mg/dl at the time of call. The customer also reported that they had failed battery test alarm but declined to troubleshoot. The customer also declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.